Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a functioning outlet for at least 30 minutes, which resolved the issue as the pump began charging during the call. The customer's mother acknowledged that in the future, she would ensure it remains plugged in before contacting support. The case was closed by technical support.